Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the right wheel was pushed in and rubbing on loose covers. Readjusted the wheel and the system functioned as intended. No parts were replaced upon adjustment.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site ran the system into something and the system was making a noise when it was being moved afterward.